Manufacturer narrative:
Product is export only. No 510(k).

Event description:
Three humeral nail screws were implanted on (B)(6) 2018. Sometime post operation when the patient followed up with the surgeon for pain, it was discovered that two of the three humeral nail screws had backed out. On (B)(6) 2018, a revision was performed to reposition the two screws. The reporter did not know which two of the three screws had backed out so a separate report for each screw is being submitted. This report represents the first of three reports for this event.